Manufacturer narrative:
Not returned.

Event description:
It was reported that the asymptomatic patient presented for routine generator changeout. The right ventricular lead was capped and replaced due to prior instances of noise. There were no instances of inappropriate therapy as a result of the noise. The patient was reported to be stable throughout the procedure.